Event description:
Hcp reported pt infection. Great outcome with reimplantation. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.